Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During closure of the uterus, the needle tip broke off. The surgeon searched for the tip and was able to retrieve it. The patient experienced more bleeding and tissue damage. During the procedure, more suturing and cauterization were performed to address the additional tissue damage. The current patient status is reported as fine.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.